Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s leads were explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
Correction: e1 - initial reported information corrected.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03385. It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed high impedance on multiple contacts of the leads. Surgery may occur to address the issue.